Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to anisometropia. A different model lens was implanted as a replacement. This event pertains to the patient's right eye. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned for evaluation. The lens was received in five pieces. Visual inspection of the lens found tears, a loose haptic and a portion of the optic and haptic plates missing. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event could not be determined. It is possible that the patient¿s anatomy might have contributed to the event.